Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device locked out (unknown on which firing) and user was unable to open device. They were using white reload and device was not locked out on tissue. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis found that one pse45a device was returned in good visual condition and with one ecr45w cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.